Event description:
The ambulance was called because the pt was in cardiac arrest. When the ambulance arrived on the scene, the emt intermediate and the paramedic started doing CPR. They continued the CPR in the ambulance and in the ER. The emt, a 38-yr-old 180 lb male, was giving chest compressions. He felt a tingling sensation in his arms and chest. His face turned bright red and he became dizzy and weak. The paramedics, a 45-yr-old, 150 pound female took over chest compressions and received a shock. She could barely make it to a chair to sit down and could not get back up. Both the emt and the paramedic had bad headaches and neck and back pain and both were hospitalized. The paramedic also had leg pain. The pt was not able to be resuscitated.